Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the red light is on and there is no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation and repair. However, the unit was determined to be beyond repair due to sieve contamination. Therefore, the unit was not evaluated for the purpose of confirming/refuting the complaint issue of the unit having a red light with no alarm.

Event description:
Dealer states the red light is on and there is no alarm.